Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. This product was distributed prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.